Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis with band ligation procedure performed on (B)(6) 2020. According to the complainant, during procedure, the first band was attempted to be deployed; however, it was not deployed correctly, and stayed in the ligator cap. Reportedly, three more attempts were made with no success and the device was removed from the scope. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.